Event description:
During service at the manufacturer facility a portion of the attachment was found stuck to the housing of a handpiece. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
UDI unavailable as device unknown.